Event description:
Patient had surgery in 1999. A decompressive laminectomy was performed at l4 and l5 with posterior interbody fusion and fixation. A posterior iliac crest bone harvest was also performed. The following items were implanted: 13 x 24mm bak/l cage, lot p980081; 11 x 24 mm bak/l, lot p970230; four (4) locking nuts, lot p98017; 6.5 x 40mm poly screws, lot p990312, 6.5 x 45mm poly screws, lot p990130; 5.5 mm stainless steel rod, lot 980513. In 2000 (13 month's post-op), x-ray images allegedly revealed that the pedicle screws were fractured. Two weeks later, the broken screws were allegedly removed.